Event description:
A malfunction was reported on the pump with a displayed malfunction code of "malf 12." There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred.